Manufacturer narrative:
The available information indicates all hardware was removed in a revision surgery on (B)(6) 2019 due to non-union. The device was not returned to the manufacturer for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the devices that could have contributed to the problem reported. A number of factors could have contributed to the non-union, however additional information received from the sales representative indicates upon review of radiographic evidence, the metatarsal had misaligned and the im angle had opened up due to the patient walking without a boot before their two week post-operative appointment according to the surgeon. Upon hardware removal, all tmc devices were intact with the screws locked and fully seated in the plates. To address the non-union, the surgeon revised the site using tmc devices. The sales representative also observed a gap between the plate and the bone in the post-operative follow-up x-rays, but without access to the immediate post-operative x-rays from the patients original bunion surgery, he was unable to confirm if the hardware had lifted post-operatively or was intentionally placed this way by the surgeon during initial implantation. Based on the available information, no malfunctions have been alleged/found with any tmc hardware, nor was it a determining factor for performing the revision surgery. It is likely the patient's non-compliance contributed to non-union of the patient's bones. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit, along with warnings related to postoperative care. The company will supplement this MDR as necessary and appropriate.

Event description:
After an original bunion surgery on (B)(6) 2019, all hardware was removed in a revision surgery on (B)(6) 2019 due to non-union. Upon removal, the hardware was still intact, but the hardware had lifted away from the patient's bone. There was no other report of any patient impact or injury as a result of this event.